Event description:
Customer reported three issues with new pack build: perfusion adapter should be capped, tubing kink observed, snake wrap end should be inside sash wrap. Customer has not indicated (yet) that these render any packs unusable. Incident occurred during use. No personal injury/death.

Manufacturer narrative:
No product was returned, but pictures were provided for eval. Based on the complaint description and the pictures sent, a kink formed in the 3/8" tubing where it makes the sharp turn in the pack coming off the oxygenator, the kink was formed as a result of the sharp turn with large tubing, the heat during the sterilization process and a shift in the contents during handling pushing the tube back. The hosp was still able to use this kit. This tray is used on many other kits with no reported complaints of a kink in this area. The cause of the failure was most likely shipping related. No add'l actions will be taken at this time for this issue. This complaint will be recorded and used to identify any trends occurring with this type of damage. (B)(4).